Event description:
It was reported that the patient experienced elevated blood glucose and suspected an infusion site or infusion set issue after realizing insulin was not being delivered, then planned to inspect the site, replace the infusion set, and monitor glucose. Symptoms included hyperglycemia without reported ketones. Outcomes included the need for troubleshooting and education, a request for alternative infusion sets, and shipment of replacement supplies. Investigation included technical support review, user counseling on infusion site management, and follow-up attempts for status verification. Investigation of this case revealed no confirmed device malfunction and insufficient information to determine a definitive cause. It was concluded that the cause was unclear and that user management with infusion set change was appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.